Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the patient became syncopal while at the clinic for a follow up. The pulse generator exhibited no magnet rate. The device was explanted and replaced.